Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a service indicator present and was locking up on the initial boot screen. As a result, defibrillation would not be possible if it were necessary. There were no reports of patient use as a result of the reported issue.

Event description:
The customer contacted physio-control to report that their device had a service indicator present and was locking up on the initial boot screen. As a result, defibrillation would not be possible if it were necessary. There were no reports of patient use as a result of the reported issue.

Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio then made repairs that were unrelated to the reported issue and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.